Event description:
It was reported by the customer that a pump module delivered a dosage of levophed faster than expected. The intended rate was 2 mcg/min or 3.8 ml/hr. The rate was changed to 1mcg/min at 2113. At 2156 the bag was completed, and the drip stopped. The total volume should have been approx. 7 mls. The next bag was hung at 2233. Normal saline was also running at the time of the event at a rate of 100ml/hr. The customer would like to verify programming to assess whether clinician error channel or if infusion was completed too soon. There was patient involvement, but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: unique identifier (UDI) #, medical device serial #, concomitant med prod data. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation, if other specify, device manufacture date, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. It was determined through investigation of the returned devices that the initially reported suspect device with serial number#(B)(6) is a concomitant and this file has captured the correct suspect device with serial number#(B)(6) as per investigation report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported by the customer that a pump module delivered a dosage of levophed faster than expected. The intended rate was 2 mcg/min or 3.8 ml/hr. The rate was changed to 1mcg/min at 2113. At 2156 the bag was completed, and the drip stopped. The total volume should have been approx. 7 mls. The next bag was hung at 2233. Normal saline was also running at the time of the event at a rate of 100ml/hr. The customer would like to verify programming to assess whether clinician error channel or if infusion was completed too soon. There was patient involvement, but no harm.